Event description:
The device was used during an unspecified procedure. Reportedly, the instrument would not fire. The sugeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.